Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to infection and cholesteatoma. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.